Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was fully fired with the interlock engaged. The interlock was overridden, the reload was cycled without hesitation or binding and was applied to test media which was transected. Functional testing found the reload interlock to function properly. It was reported that the device was unable to perform the open or close test prior to use. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the clamping mechanism was deformed, staple pushers were partially flush with the cartridge, and the reload had damage to the cutting edge of the knife blade. The product analysis noted evidence that the device was not used as intended. This issue may occur when the device is applied on tissue beyond the indicated range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Always inspect the tissue thickness and select an appropriate staple size prior to application of the universal stapler. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to laparoscopic sleeve gastrectomy, there was a problem loading the adapter onto the handle. Also, both reload could not be cycled once attached to the adapter and jaws were unable to open or close. The scrub nurse removed both reloads and reattached them. The power handle recognized the reloads, but the nurse could not open or close the reloads. Another reload was used to complete the case. There was no patient involvement.